Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR, device manufacture date and adverse event problem. The actual sample was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. Functional testing was performed including under water pressure and clear passage tests. The results were not satisfactory. Further evaluation revealed the check valve was blocked in the white part. The reported condition was verified. The cause of the condition was due to excess solvent being applied on the tubing check valve during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.